Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified; however, no failure was identified related to the shutdown issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. When the customer plugged the pump into a power source, the pump displayed a malfunction alarm. Blood glucose was in the 100-150 mg/dl range. The customer declined follow up contact from tandem technical support to determine an alternate insulin therapy method.